Event description:
It was reported, that the connector was not working on the video processor. This occurred, during preparation for use. The patient was not under anesthesia. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, defect in the connection connector of the image processing device, could not be identified. Not able to confirm the information related to the occurrence of the phenomenon from the investigation results; therefore, could not identify a probable cause. Root cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review: as a result of checking the instruction manual and the labeling of the product, there was no abnormality that would lead to the phenomena.¿. Olympus will continue to monitor the field performance for this device.